Manufacturer narrative:
Additional information was added to d4, d9, h3, h4, h6, h11. D4: expiration date (update the entry to n/a). H11: six (06) actual devices were received for evaluation. A visual inspection observed roughness and damaged injection ports; the other components were placed according to specifications. The reported condition was verified. The cause of the condition could not be determined; however, the roughness may be due to environmental storage conditions. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the medication port came out in at least one 250 ml intravia container. After filling the container with an unspecified medication, the internal section of the medication port came out while withdrawing the unspecified needle. It was also noted that the ports in five (5) other bags were found to be 'dried out/dry rot'. This occurred prior to patient use. There was no patient involvement. No additional information is available.